Manufacturer narrative:
H6: evaluation codes: results: (other) - a visual inspection of the returned product shows the lens is inside the cartridge which is inside the injector. The tip of the cartridge is split. Ther is clear surgical residue on the cartridge & injector. Conclusons: - no conclusion can be drawn. Based on the complaint history, and evaluation of the returned product, a specific root cause not be determined.

Event description:
The reporter stated that the surgeon was advancing a 19.5 diopter three piece silicone lens in the msi-pr injector and the lens got caught in the injector due to the injector plunger over-riding the lens. There was no patient contact or injury.